Event description:
It was reported that a light sensitive drug set leaked from a hole. This occurred before patient use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. The device was visually inspected, gravity tested and used in a colleague pump with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.